Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an unk pelvic mesh product suspension device on or around (B)(6) 2011 to treat pelvic organ prolapse and stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered serious bodily injuries, including extreme pain, erosion of her internal tissues, dyspareunia, significant mental and physical pain and suffering, disability, and other injuries. Plaintiff's attorney also alleged plaintiff has undergone multiple surgeries and revisionary procedures, has sustained permanent injuries, and aggravation of preexisting condition.

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.